Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician experienced difficulty in interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) and questioned a possible untreated episode. The field representative was able to successfully interrogate the device. Upon review, technical services (ts() discussed the s-ICD likely got disconnected during the initial connect sequence and ultimately the episode counters were reset. Ts confirmed normal device and connection operation. The device remains in service. No adverse patient effects were reported.